Event description:
Technical services received, a call on 07/03/2012 from sales rep. Rep called to discuss the usage of a sjm 9fr introducer. They had difficulty, passing through this 9fr and used a 10.5fr. Discussed that introduce rs do have different tolerances. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).